Manufacturer narrative:
The company rep examined the system and could not duplicate the customer reported event, but did confirm the presence of the reported system messages (sm) in the event log. The company rep reseated the power and communication cables. The system was then tested and met all product specifications. There was no sample returned for evaluation and no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause is unk at this time. (B)(4).

Event description:
A nurse reported, a system message was displayed during surgery. A backup unit was brought in to complete the procedure. There was a reported delay of 15-20 minutes with no harm to the pt.